Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set would not prime. The nurse reported that all clamps were open, the drip chamber had been tapped and squeezed, and the bag was squeezed several times to initiate flow. The nurse further reported that the issue was resolved by applying suction with a syringe four times until the tubing was completely primed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.